Event description:
Event [preferred term] (related symptoms if any separated by commas) hyperglycaemia [hyperglycaemia] drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected [device leakage] drug was injected in the same site [lack of injection site rotation] the pinching may have contributed to the inappropriate injection. [Wrong technique in product usage process] case description: this serious spontaneous case from japan was reported by a medical doctor as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2024, "drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected(device leakage)" beginning on (B)(6) 2024, "drug was injected in the same site(lack of injection site rotation)" beginning on (B)(6) 2024, "the pinching may have contributed to the inappropriate injection.(wrong technique in product usage process)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , fiasp (insulin aspart) from (B)(6) 2024 and ongoing for "type 1 diabetes mellitus", dosage regimens: novopen echo plus: fiasp: on (B)(6) 2024 to not reported (dosage regimen ongoing); current condition: type 1 diabetes mellitus. (Since (B)(6) 2024) procedure: admitted to hospital. Patient was admitted to the hospital for the education such as insulin treatment and on an unknown date, the patient was discharged from the hospital and was followed up on an outpatient basis. Based on the consultation, the patient's injection procedure was changed to be administered without pinching the skin too hard. It was around 2 days after starting insulin administration and it seemed that the patient's injection s not performed correctly. In addition, when the injection was made into the patient's thigh, the thigh was pinched slightly at that time and the injection was done. When this procedure was changed, the patient was administered it successfully. The pinching might have contributed to the inappropriate injection. Batch numbers: novopen echo plus: not obtainable fiasp: not obtainable action taken to fiasp was reported as no change. The outcome for the event "hyperglycaemia(hyperglycaemia)" was recovered. The outcome for the event "the pinching may have contributed to the inappropriate injection.(wrong technique in product usage process)" was not reported. Investigation results: name: novopen echo plus, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: fiasp; batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following information: classification removed. Reporter initial added. Medical history updated. Suspect product fiasp indication, action taken, start date updated. Suspect product novopen echo plus indication updated. New event added (wrong technique in product usage process) event outcome updated (hyperglycemia) narrative updated accordingly. References included: reference type: e2b company number reference ID (B)(4) reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: 9681821-2024-00039 reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 18-apr-2024: the suspected device novopen echo plus has not been returned to novo nordisk for investigation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. Patient's underling medical condition of type 1 diabetes mellitus, and wrong technique in product usage process and lack of rotation of injection site are significant confounding factors for the development of hyperglycaemia. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Event abated after use stopped or dose reduced doesn't apply event reappeared after reintroduction doesn't apply.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycaemia [hyperglycaemia]. Drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected [device leakage]. Drug was injected in the same site [lack of injection site rotation]. Case description: this serious spontaneous case from japan was reported by a medical doctor as "hyperglycaemia(hyperglycaemia)" beginning on (B)(6) 2024, "drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected(device leak)" with an unspecified onset date, "drug was injected in the same site(lack of injection site rotation)" with an unspecified onset date, and concerned a patient who was treated with fiasp (insulin aspart) (dose, frequency & route used- 3iu, subcutaneous) from (B)(6) 2024 for "drug use for unknown indication", novopen echo plus (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index (bmi) were not reported. Dosage regimens: fiasp: (B)(6) 2024 to not reported; novopen echo plus: medical history was not provided. On (B)(6) 2024, the drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected. The, blood sugar level (blood glucose) had also not decreased from around 500 mg/dl and the patient did not feel the drug was injected into the skin (hyperglycaemia). It was confirmed that the dug solution had come out when an air shot had been made. The patient was certainly counting six seconds after the scale had turned back to zero. It was thought the skin was not particularly becoming very hard because the drug was injected in the same site with the previous day. The drug was injected by pinching the skin a little. Batch numbers: fiasp: unk. Novopen echo plus: unknown. Action taken to fiasp was reported as unknown. Action taken to novopen echo plus was reported as unknown. The outcome for the event "hyperglycaemia(hyperglycaemia)" was unknown. The outcome for the event "drug solution came out furiously from the tip of the needle when the needle was removed from the skin after the drug was injected(device leak)" was not reported. The outcome for the event "drug was injected in the same site (lack of injection site rotation)" was not reported. No further information available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".